Event description:
Catheter was changed over guide wire and following was reported from the client: the catheter was moved out a few centimeters and a guide wire was inserted. I was bending the guide wire as I was instructed to do before it was inserted in to the vessel. Went through the hole and everything went well. When trying to remove the old catheter, a small resistance was noticed and we suspect that it was a venous spasm. After a while, the catheter was removed, but it was noticed that the guide wire was bent like a "u". Moving the guide wire went well for a few centimeters, but then it was fixed into the vessel. On the guide wire there was a bending of 5 cm into the vessel. A vessel surgeon was contacted for consultation and patient was sent to angiography for guide wire removal. The guide wire was then removed without complication.

Manufacturer narrative:
The complaint is inconclusive due to the sample condition. The complainant reported problems while using a guidewire. The guidewire was not returned for evaluation. The only item returned for evaluation was a 4 fr s/l groshong PICC. The PICC was received in two segments and no defects related to the manufacturing process were noted on the catheter. The exact cause of the reported incident is unknown. A chr of lot #reti0659 showed no other similar product complaint(s) from this lot number.